Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during the pump implant procedure, entrainment of air in ascending aorta was suspected. Right heart failure occurred requiring support. A temporary right ventricular assist device was placed at implant and milrinone infusion commenced, which has since been discontinued. The patient is otherwise well. No further information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported event could not be determined through this evaluation. A specific cause for the reported air entrainment during the implant procedure could not be determined and no components of the device were exchanged due to the event. The patient remains ongoing with the device and no additional issues have been reported at this time. Right heart failure is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.